Event description:
The customer stated she was hospitalized for diabetic ketoacidosis. The blood glucose reading was 321 mg/dl at the time of the call. The customer stated she experienced high blood glucose readings for 3 days prior to being hospitalized. Troubleshooting was performed and the insulin pump passed the prime test. The settings were all correct. The tubing clamp was not available to run the high pressure test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.